Manufacturer narrative:
(B)(4).

Event description:
The pt's external neurostimulator went "hay wire" and electrocuted her. It was explanted in her doctor's office and she was at home. The company representative confirmed that within 24 hours of the trial, the pt returned to the doctor's office complaining of terrible pain in her back at the insertion site. She described it as very painful stimulation in her back. The device had no issues. Lead placement was checked with fluoro and reprogramming was attempted. Her trial leads were removed right away and her wound was dressed. No adverse events have occurred since.